Manufacturer narrative:
One medfusion pump was received with the top case cracked/chipped by the front left and right bottom corners. The seal lining was missing on the bottom case and there was visible contamination. The event history log was reviewed and there was an invalid syringe size message. A syringe testing using biomed diagnostics was used to perform a calibration verification test. The selection of syringe size in syringe management was verified and a flow delivery accuracy test was performed. The reported issue was unable to be duplicated. The customer used an unapproved / non characterized pre-filled 3ml syringe. According to syringe management on the device, there was a selection for 3 ml syringe or 10 ml bd syringes. However; there was no selection in device program to select pre-filled 3 ml flush syringe (same diameter as 10 ml syringe) . Performed size verification: small qc slug= 0.257 " and large qc slug =1.262 calibrations are with in manufacturing specifications. Performed flow delivery accuracy test using bd 60ml syringe according to the manual and delivery accuracy =3.510 which is within the manufacturer specified tolerance. The issue was caused by user error and an non-characterized use of a pre-filled 3ml that is not compatible with the pump design/program.

Manufacturer narrative:
Other, other text: additional information received providing the following time of the incident: 11:00. Additionally, no alarms or unusual events noted during the incident.

Event description:
Information was received that during 12 tests on two infusion pumps, 0.65 mls were infused over one minute. Results show there is no volume discrepancy between the 3ml flush and the 10ml flush syringes but there is a big difference in what is being delivered vs. What is being programmed- regardless of size for the flush syringes. During testing, alternated between using the intermittent med setting and the flush setting- results were off by 0.2-0.3 mls (regardless of syringe size). It was noted that if the prime button is used when setting up the medication and primed to 02 mls, pump was engaged-results only off by .01-.02 mls. But if no priming took place or only did a .1 ml prime, delivery was off by 0.2-0.3 ml. It was reported that the concern is that when using the built-in flush option, the prime function is not available-button does not work. No patient involvement.